Event description:
It was reported that pump experienced malfunction with non-resettable error and customer could not confirm serial number due to worn label and locked screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy. Technical support completed field correction form on customer¿s behalf and arranged shipment of replacement pump with updated software.